Event description:
It was reported that the patient's lead registered a high impedance. The patient was referred for replacement surgery, but surgery has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's vns lead and generator were replaced. At the time of surgery, the lead impedance was within normal limits. Attempts to verify if the impedance at the time of referral was indeed outside of normal limits have been unsuccessful to date. The explanting facility does not return products; therefore product return could not be completed. No additional pertinent information has been received to date.